Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cases were broken at the handle area, the display cover was scuffed, the upper hinge plate was scuffed up, that there were signs of water/corrosion on the bottom of the power supply, printer and analyzer bay. All affected parts were replaced. Paper clips were removed from between the bottom of the lower hinge plate and the upper case. It was noted that no corrosion was found on the media processing unit, link electronic module board or in display area. (B)(4).